Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump got he black screen and there was a crack on the battery compartment. The customer also reported that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to case cracked behind the pump at the corner of the belt clip rails, cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.